Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the insufflator was replaced due to insufflator not holding pressure. The customer reported event has no report of patient injury.

Manufacturer narrative:
This unit was returned for failure analysis, and the reported ¿insufflator is leaking¿ issue was confirmed and replicated. Upon visual inspection, no issues were identified that correlated with the reported event. The unit was installed onto a known-good in-house system and powered on without issue. During system testing, the insufflator was found to be leaking.

Event description:
Refer to h11 for follow-up information.